Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a blank display and it alarmed. The customer stated this started happening with no warning. The customer's blood glucose was unknown. The customer stated the screen is blank and only vibrating. Also mentioned he has a partial display on this screen and scratches as well. The alarm did not clear successfully by pressing esc/act buttons. In addition, the customer received an unexpected restart alarm right after a new battery was inserted and partial display came up. During the last troubleshooting, the customer stated the display was there now. The customer was advised the pump will be replaced and revert to back up plan.